Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed. The reason for this surgery was not provided. The involved bofor cup was left in place since there was no indication for a revision surgery on the cup. No further details as well as no batch number for the complaint bofor implant was provided. The production documentation of the device, used in treatment, could therefore not be reviewed. However, it was assessed that the complaint history is in line with the risk management files. The current IFU, lit. No. 12.23, ed. 03/21, list several potential adverse device effects as well as potential medical device problems resulting for a total hip replacement. Review of past corrective actions was performed. No further escalation is required. A x-ray was provided and a medical investigation was initiated: the provided undated x-ray was reviewed and shows possible loosening or subsidence of the femoral stem, osteolysis around the shell and a femoral head that may not be centered within the shell. Without further supporting medical documentation, a thorough medical assessment cannot be performed at this time. The root cause for the reported failure cannot be determined. The relationship between the reported event and the device was not confirmed, the reported cup was left in place. The root cause cannot be determined after investigation and it cannot be speculated about factor which could have contributed to the report failure. To date, the need for further actions is not indicated. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that after a hip tep, an unspecified failure occurred and a revision surgery was performed in order to address the issue. At this time, no further details are known.

Event description:
It was reported that after a hip tep, an unspecified failure occurred and a revision surgery has been scheduled for (B)(6) 2021. At this time, no further details are known.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Additional info in: d, g, h: results of investigation: it was reported that after a total hip replacement, an unspecified failure occurred and a revision surgery has been scheduled. No further details as well as no batch number for the complaint bofor implant was provided. The production documentation of the device, used in treatment, could therefore not be reviewed. However, it was assessed that the complaint history is in line with the risk management files. The current IFU, lists several potential adverse device effects as well as potential medical device problems resulting for a total hip replacement. Review of past corrective actions was performed. No further escalation is required. Due to the limited amount of information provided no thorough medical assessment was possible. The relationship between the reported event and the device was not confirmed. The root cause cannot be determined after investigation and it cannot be speculated about factor which could have contributed to the report failure. To date, the need for further actions is not indicated. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.